Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began antibiotic treatment with reflin inj. (Ip once daily) and fortum (1g, ip, once daily). At the time of reporting, it was unknown if the patient had been discharged from the hospital. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.